Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report numbers: 1627487-2013-21016 and 1627487-2013-21017. The patient reported his ipg has not been functional for several years and he has not received stimulation. Follow-up identified the patient underwent surgical intervention to address this issue. During the procedure, the physician observed the anchors were positioned vertical in the tissues with a steep angle that may have compromised one of the scs leads and resulted in lead fracture. X-rays were obtained before and after the lead fracture and the impedance were reported to be high. As a result, both scs leads were explanted and replaced. It was also reported the physician experienced difficulty explanting the leads due to the presence of scar tissue.